Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer¿s adc freestyle libre 2 sensor detached prematurely. As a result, the customer was unable to monitor their blood glucose and experienced symptoms of shaking and sweating. The customer was unable to self-treat, requiring candy as treatment by a third party and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer¿s adc freestyle libre 2 sensor detached prematurely. As a result, the customer was unable to monitor their blood glucose and experienced symptoms of shaking and sweating. The customer was unable to self-treat, requiring candy as treatment by a third party and no further information was reported. There was no report of death or permanent impairment associated with this event.